Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date a response has not been provided. Should additional information be obtained at a later date, a supplemental medwatch report will be submitted. Detail about surgical procedure what were the indications for surgery? What was the gender and age of the patient? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the ethicon device may have caused or contributed to the patient complication/death? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at an unknown number of days post-op of an unknown colorectal procedure that the patient experienced an anastomotic leak. Surgeon confirmed patient passed, but no further details are available at this time.